Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue(cs) issue. There was no indication as to which cs alarm had the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation a ¿call service (cs) 069¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. A component failure was found on the pcb. Unrelated to the complaint, the battery compartment was found to be cracked on the side, extending from the threads to the case seal. The returned battery cap was used to complete testing.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).